Event description:
It was reported that there was a failure to stop rotation. A rotapro 1.50mm was selected for treatment of the target lesion which was located in lad and was 80% stenosed, severely calcified, and moderately tortuous. During the procedure, it was noted that when the advancer knob button was activated, it did not turn off rotation. Multiple presses were required to stop the rotation while the device was inside the patient. The device was replaced and there were no patient consequences.